Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient fell and thinks the ipg rotated in the ipg pocket site. The patient had difficulty charging the ipg after that, and discontinued charging her ipg. Over time, the battery depleted and the patient stopped using the scs system six months ago. The ipg is inoperable, as confirmed by the clinical specialist. The patient may be awaiting surgical intervention.